Event description:
The pt received an scs system including an ipg. It was reported that the pt's ipg was causing discomfort due to the device's location. Surgical intervention was undertaken to relocate the pt's ipg pocket. At that time, her ipg was also replaced with a smaller model. No further issues were reported. The explanted device will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.